Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, he had a hypoglycemic aware from a 32 mg/dl reading. Customer didn't have any symptoms, but did have gastroparesis. No troubleshooting was performed for low blood glucose. Customer was concerned with broken belt clip. The insulin pump is not returning for analysis.